Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution. Important basic precautions. When load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events. Fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted this product (bone void filler ). The patient left the hospital without developing any noteworthy events. About two months after the hto, however, a severe pain suddenly appeared in the patient's affected limb when the patient put the patient's weight on the affected limb . The patient visited the surgeon and x-ray examination revealed plate breakage . The surgeon carried out re-operation about three months after the hto. During the re-operation, the surgeon placed a bone plate manufactured by a different company on the lateral surface of the tibia and fixed the plate with bone screws dedicated to the bone plate. In addition, the surgeon removed the broken bone plate and bone screws and then applied a different bone plate and bone screws of the same fixation system as that used for the hto to the medial surface of the tibia.